Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report# 3004209178-2010-07605. A patient's leads had pulled down and wrapped around the battery. It was further noted that the patient had been charging their device more than expected. The gray cord that linked the recharger to the antenna was found split and the wires were noted to have been exposed. The patient underwent a revision surgery. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.